Event description:
The customer stated that he was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that he had been using the infusion set for two days prior to the hospitalization. The customer stated that the insulin pump erased all of the settings. Troubleshooting was performed and found an error alarm in the alarm history that would have erased the settings. The insulin pump passed the prime test, but the customer didn't have the tubing clamp for the high pressure test. Advised the customer that a tubing clamp will be mailed to him and advised him to call back to perform the high pressure test.

Manufacturer narrative:
Currently, is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.